Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient immediately suffered severe pain and discomfort. The patient could not sit, stand or walk for prolonged periods of time. She suffered from pelvic pain and infections on an ongoing basis and she cannot engage in sexual relations. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient has sustained permanent and debilitating injuries and continues to experience problems with urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent excision of tvt precise on (B)(6) 2012 due to extrusion of tvt precise. It was reported that patient underwent pubovaginal sling using autologous rectus fascia on (B)(6) 2014 due to sui and post excision of extruded tvt precise. No additional information was provided.